Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 3.50mm x 12mm nc emerge balloon dilatation catheter was advanced. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post procedure.